Manufacturer narrative:
The lead was returned for testing and this product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this left ventricular (lv) lead was pacing in the atrium and sensing p-waves. The lead was found to have dislodged. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.